Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient receiving unknown baclofen (2000mcg/ml at 928mcg/day) via an implantable pump. The indication for use was intractable spasticity. It was reported that the reason for the call was for a calculation check. The manufacturer representative (rep) stated that they attempted to perform a dye study but were not able to aspirate enough medication. The rep wanted to know how long it would take for the catheter to fill back up with drug. The manufacturer's technical services specialist (tss) reviewed. The rep stated that the reason for the dye study was that the patient stated that they had always been tight but had been having more pain recently. The rep stated that the healthcare provider (hcp) thought the patient was at a high enough dose, so they were concerned with the placement of the catheter.

Manufacturer narrative:
Continuation of d10: product ID 8709; serial# (B)(6); implanted: (B)(6) 2006; explanted: ; product type catheter; ubd: 03-oct-2007; UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that the h6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) via the healthcare professional (hcp) stating that the results of diagnostics/troubleshooting performed indicated that the catheter was only able to be aspirated approximately 0.2 which was less than catheter volume. Also, a dye study was aborted at this time. It was further reported that the cause of the inability to aspirate enough medication from the catheter access port (cap) was not determined. The issue is yet to be resolved. In order to resolve the inability to aspirate enough medication from the cap a catheter revision was planned.